Manufacturer narrative:
Product investigation summary: the returned drill guides are only designed to be used with the 2.0mm plates in the locking compression plate (lcp) modular mini fragment set. The returned threaded drill guides were examined upon arrival and the threaded tips were found to show minor signs of wear. The complaint condition was unable to be replicated as a mating component was not returned; however, the failure mode is typically associated with worn instrument/implant threads and/or attempted off-axis use of the guide. A visual inspection and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The threaded drill guides are part of the modular mini fragment lcp system. The drill guides can used to guide a drill bit through a plate and can be used to determine screw length required for insertion. Proper use and maintenance for the devices are addressed in the technique guides for the modular mini fragment set. Three different drill guides are included in the set. Each is designed to be used with the corresponding 2.0mm, 2.4mm, or 2.7mm plate. The returned drill guides are only designed to be used with the 2.0mm plates in the lcp modular mini fragment set. The relevant drawings for the returned instruments were reviewed (both from the time of manufacture and present revision): top-level. The design, materials, and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instruments¿ lot numbers with no material record reports, non-conformance reports, or complaint-related issues identified. No definitive root cause was able to be determined; however, the failure mode is typically associated with worn instrument/implant threads and/or attempted off-axis use of the guide. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Manufacturing site: (B)(4). Manufacturing date: november 29, 2006. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a procedure for a metacarpal fracture, the 1.5mm threaded drill guide with depth gauge (locking tower) would not thread into the plate. A second threaded drill guide was used and the same issue of not locking onto the plate occurred. A third threaded drill guide was available from another set. The third drill guide threaded into the plate and allowed the surgeon to drill and seat the locking screw. There was a ten (10) minute delay without a need for any medical intervention. The surgeon was able to complete the procedure successfully. After the procedure was completed, the same two drill guides were tested with another set of plates, and the same issue occurred plates. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.